Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a cr insert-labelled pack containing a cs insert involving a triathlon cr insert was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device was confirmed to be a triathlon cs insert. The insert showed damage consistent with explantation marks when the insert was removed form the baseplate the insert appears otherwise un remarkable. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other reported events for the lot referenced. Conclusions: the investigation concluded that a triathlon cs insert being in a pack that was labelled as a cr insert was caused during the manufacturing process of the cr insert when the mtm entered the incorrect catalogue number when starting the cnc operation of the batch. Nc was initiated to investigate the reported event. Associated CAPA was initiated. A lot specific rapid recall ra2015-079 was initiated on 29 may, 2015.

Event description:
The sales representative reported that a triathlon cs implant was allegedly received by the customer in a cr labeled box and implanted in error. The surgeon was coming to the end of the tkr case. The surgeon requested a triathlon tibial bearing insert cr x3 size #2 9mm, the packaging was checked by the runner, scrub and surgeon and including myself. Once the insert was implanted into the base plate, it immediately looked different to a cr insert which the surgeon normally uses. Another insert - #2 9mm cr was opened and the team noticed that the first one implanted was actually a cs insert (ref 5531-g-209). The surgeon then removed the implanted cs insert with a osteotome adding 10 minutes onto the case.

Event description:
The sales representative reported that a triathlon cs implant was allegedly received by the customer in a cr labeled box and implanted in error. The surgeon was coming to the end of the tkr case. The surgeon requested a triathlon tibial bearing insert cr x3 size #2 9mm, the packaging was checked by the runner, scrub and surgeon and including myself. Once the insert was implanted into the base plate, it immediately looked different to a cr insert which the surgeon normally uses. Another insert - #2 9mm cr was opened and the team noticed that the first one implanted was actually a cs insert (ref 5531-g-209). The surgeon then removed the implanted cs insert with a osteotome adding 10 minutes onto the case.